Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was fine before, during, and afterwards.